Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 435 mg/dl at the time of incident. The customer's blood glucose was 355 mg/dl at the time of call. The customer stated that her blood glucose reached 453 mg/dl. The customer stated that she treated her high blood glucose with manual injections. The customer performed troubleshooting and did not found leaks, insulin and site issues, and setting issues. The customer stated that there were small air bubbles in the tubing. The customer declined to troubleshoot high pressure test. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.